Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was also reported that the numbers on the insulin pump scroll up with out any input from the customer, while attempting to deliver a bolus. It was also reported that the buttons on the keypad are unresponsive. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.